Event description:
Our legal dept. Was made aware of a pt claim that states that the surgeon used depuy spine hardware that was stripped, improperly placed and unable to hold a fusion. Little info is available at this time. As surgicla intervention occurred an MDR is being filed.